Event description:
It was reported by service report that the base foot tilt sensor call maintenance is illuminated. The bed is stuck in position and will not move. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Angle sensor.